Event description:
It was reported that after a gastric band procedure, a gastric band was implanted into a patient in 2007 and in 2012 the band was leaking which caused additional problem to the patient. The band should be replaced with a new one. After a band adjustment in 2012, the patient had to be taken to the hospital since he had fever and epigastric pain. One device will not be returned.

Manufacturer narrative:
(B)(4): information not available, device not returned for analysis.should the information be provided later, a supplemental medwatch will be sent.